Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523; lot: 8718718; manufacturing site: bettlach; release to warehouse date: december 15, 2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition for a broken off thread were identified. Visual inspection: the driving cap/threaded was returned and received at us customer quality (cq). A visual inspection was performed. The threaded tip of the driving cap shaft was observed to be completely broken off and embedded in the returned insertion handle (part: 03.010.486, lot: 8373318). No other issues were identified with the returned components of the device. The insertion handle was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Connector for insertion handle investigation conclusion the complaint is confirmed for the driving cap/threaded as the threaded tip of the shaft was observed to be completely broken off and embedded in the returned insertion handle. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces and/or excessive off-axis striking. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the driving cap thread broke off inside the insertion handle. Implant was in its final position when event occurred. It was a clean break when the instruments meet. Procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: radiolucent insertion handle for expert nails (part #: 03.010.486, lot #: 8373318, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).